Event description:
It was reported a patient's right ventricular (rv) lead presented with externalized conductors, as seen via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Event description:
New information received notes the right ventricular (rv) lead presented with an increase in ventricular threshold and an oversensing anomaly. The patient was stable.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead (distal portion) was returned in one piece. Visual inspection of the lead found internal insulation abrasion breaching the ring electrode cable lumen in between the shock coils. The etfe cable coating was not abraded in this location. Further analysis found external insulation abrasion consistent with friction to another device or feature of the heart breaching the right ventricular cable lumen proximal to the superior vena cava shock coil. The etfe cable coating was not abraded in this location. The cause of the reported event was isolated to the external and internal insulation abrasions.